Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post the implantation of a implantable pulse generator (ipg) system the patient developed a pocket infection. The ipg system was removed and cultures were taken. The system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.